Event description:
Upon review, the lead should not have been submitted as a medical device report (MFR 2017865-2018-11733) as the event did not indicate a malfunction; did not cause a serious adverse event and is not likely to cause serious injury upon recurrence.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to pocket erosion. With further investigation, it was noted the patient experienced pocket infection and the right ventricular lead was explanted and replaced. The patient was in stable condition prior, during, and post operation.